Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis sometimes last month. The customer did not provide the date. No blood glucose reading was reported for the event. The customer stated that the insulin pump had lost power without giving her a low battery warning. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.